Event description:
Boston scientific received information that this implantable cardioverter defibrillator's (ICD) battery depleted prematurely. The device is part of a recent advisory notification. A technical services consultant recommended sending a device memory data disk in for engineering review. Subsequent information received states that the patient presented with a complaint that the 'lead is sticking up.' It is also reported that there is non-reproducible noise on the rate/sense (r/s) electrogram which intermittently inhibits pacing and has caused at least 6 episodes to be declared. All lead diagnostics are normal. The patient is in a state reformatory. New information received indicates that this patient and/or a representative of the patient has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device. Additional information was received that indicates this ICD was prophylactically explanted due to the advisory affecting this model. A new device was successfully implanted.

Manufacturer narrative:
Upon receipt of the device's memory disk, programmed parameter settings and history of therapy for this device were used to estimate expected battery use to date and then compared to actual use. Our analysis indicates that this device is depleting prematurely and will need to be replaced earlier than estimates provided in product labeling. On (B)(6),2006, guidant issued a physician communication regarding the potential for premature battery depletion in a small subset of ICD and c rt-d devices. Premature depletion may result from a failure of a capacitor from a single lot. This device is included in this advisory population; however, guidant has not received the device nor confirmed the reported premature depletion is related to performance of a capacitor. The patient implanted with this ICD is incarcerated. The available information leads us to believe the device remains implanted. Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator's (ICD) battery has depleted prematurely. The device is impacted by a recent advisory notification. A guidant technical services consultant recommended sending device memory data to guidant for engineering review.